Event description:
It was reported that the subject device had a water pump foot switch which was not functioning properly. The issue occurred during gastroscopy examination. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.